Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle pelvic floor repair kit (procedure date and exact type of device unknown), the patient presented with mesh erosion (date of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.